Event description:
During egd (esophagogastroduodenoscopy) procedure using an injection gold probe (igp) catheter the physician observed the tip of the igp detaching . The catheter was pulled back into the scope and the tip was found within the scope. Upon receipt of the product, on 09/29/2000, it was noted that the catheter tip had detached with the guidewire attached.